Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. It was also stated that the insulin pump alarmed motor error after changing the customer's infusion set. Troubleshooting was performed, and the insulin pump passed the prime test. The insulin pump passed the self test, but alarmed motor error during the displacement test. It was reported that the insulin pump had also alarmed no delivery earlier in the day due to a bent cannula. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.